Event description:
See attached user facility medwatch.

Manufacturer narrative:
(B)(4). Batch # unknown. Lot # 274a85. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Please see attached user facility medwatch form, #mw 0504240000-2023-8014. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Missing staple spot sewn over with suture. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in post-operative care of patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30v device arrived with no apparent damaged and with two xr30v (b-c) reloads present. Both reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. B: 115c58, fully fired, xr30v. C: 248a57, fully fired, xr30v. A manufacturing record evaluation was performed for the finished device batch number 173c84, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/02/2023. Additional information received: lot # 194c23 (mfg. Date: 11/17/2022) - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Lot # 274a85 (mfg. Date: 05/03/2021 - exp. Date: 03/31/2026) - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.